Event description:
It was reported that the patient underwent a previous artificial urinary sphincter (aus) removal surgery due to unknown reason. A new aus device was implanted in a later procedure. No patient complications were reported in relation to this event. Additional information received. The previous aus was removed due to erosion. No additional adverse events were reported.

Event description:
It was reported that the patient underwent a previous artificial urinary sphincter (aus) removal surgery due to erosion. A new aus device was implanted in a later procedure. No patient complications were reported in relation to this event.

Manufacturer narrative:
Initial reporter facility name updated.